Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture observed in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/28/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2017 with the following findings: power reboots were observed in the black box download. Corrosion was observed in the battery compartment. The battery cap was not returned with pump for investigation. Therefore, a test cap was used for testing purposes. The pump was exercised for 24 hours with the test cap and no power issues occurred. The pump case was cracked near the top right corner of the display. The pump leaked at the crack in the case. The pump was opened and moisture damage was found on the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.